Event description:
It was reported that during a pta procedure, the symmetry balloon ruptured at 12 atms on the first inflation. The lesion being treated was in the calcified and 90% stenotic left antebrachium shunt. The procedure was completed with another of the same device. The pt outcome was noted as "good".

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.